Manufacturer narrative:
Exemption number e2015058. Heartsine technologies ltd (manufacturer) is submitting the report on behalf of heartsine technologies llc (importer).

Event description:
There was no patient involved. Red status indicator.

Manufacturer narrative:
The device history records for the sam 350p device and pad-pak were reviewed and this confirmed that all manufacturing and quality checks and test had been successfully completed. The review revealed no rework was conducted and no concessions/deviations related to the issue were identified. The sam 350p passed ¿out qat from heartsine technologies on the 24th february 2017. The pad-pak DHR for lot no. A2590 was reviewed and showed that this was 1 of 200 pad-paks manufactured in this lot on the 29th march 2017. Each pad-pak was subject to a battery voltage test on the 29th march 2017 with no recorded fails. 95 pad-paks were sent from this lot to defibrion on the 3rd april 2017. The returned sam pad performed to specification during testing at heartsine. There was no evidence to indicate the device had caused the depletion of the returned pad-pak from lot a2590. The history log from the device shows the device failed self-tests due to a low battery between the 19th june 2018 and the 24th june 2018 following a significant decrease in voltage from the previous successful self-test.the battery pack was investigated, and no abnormalities were found with the battery cells or connections, therefore it is concluded that the battery pack had most likely been completely discharged by an external load. The battery monitoring circuitry was verified during the investigation. With no fault found with the sam pad, the investigation can only presume that the returned pad-pak had either been stored incorrectly or was used with another device. It is the policy of heartsine not to refurbish devices which have been returned from the field, after investigation, therefore this device shall be scrapped and replaced with another device of the same model.

Event description:
There was no patient involved. Red status indicator.